Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.

Event description:
It was reported that the user experienced blood glucose fluctuations, and the family elected to discontinue use of the ilet after training and subsequent troubleshooting. Symptoms included hyperglycemia. Outcomes included no reported hospitalization, no reported injury, and no reported alarms or alerts. Investigation included internal review of the case history and review of submitted materials, which revealed only a non-probative company logo image. Investigation of this case revealed no device malfunction identified, no alarms documented, and an unclear clinical cause for the reported hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.